Event description:
While using an abbott aim plus to infuse tpn the pump set leaked at the filter and compromised the sterility of the product. This occurred on two separate consecutive days. The pt went without tpn for 2 days because of this event. The possibility of infection also exists.